Event description:
A surgeon reported that a cv232 iol implanted in 2003 in the left eye of a pt has since opacified. Visual acuity reported as 20/50 os. There are no plans at this time to explant the device.